Event description:
It was reported that the patient¿s blood glucose (bg) level reached 436 mg/dl while wearing the pod longer than 48 hours on the leg. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, insulin was delivered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.